Event description:
The customer reported failed hemoglobin (hgb) values upon start up of a coulter act diff 2 analyzer, and a clear fluid leak of approximately 10ml while rebooting the instrument (during troubleshooting). The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not identify the source of the leak and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse visited the site and the leak had been dried up by the customer prior to fse arrival. The fse confirmed hgb incomplete (non-numeric results) and replaced the white blood cell (wbc) aperture bath assembly along with the hgb lamp, resolving the event. Per conversation with the fse, the leak was most likely caused by the wbc aperture bath that spilled onto the hgb lamp, contributing to the hgb incomplete on start up. (B)(4).